Event description:
An ed rn started an IV on the patient, the j loop was connected tightly and correctly and all parts were tightened but blood was flowing out of the connection all over the patient and bed and when the rn tried to flush the IV, the fluid was dripping out of the connection site. Actual j loop disposed of because it was full of blood.